Event description:
Customer reported morphine over infusion. Morphine infusion was programmed at 2ml/hour, concentration 1mg:1ml, and vtbi 100ml and was started at 1737 on (B)(6) 2014. A second nurse verified the programming. The nurse returned to the room at 1830 and noticed the bag was empty and the pump rate was 2ml/hour and vtbi 98ml. Customer reported no pt harm or medical intervention occurred. Although requested, no add'l info was provided.

Manufacturer narrative:
MFR report date: 03/05/2014. Internal file no: (B)(4). This report was filed by the MFR. The affected product has been received. A follow up report will be submitted with investigation results once the evaluation has been completed.